Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Follow-up report nr. 1: updated fields: b2. B4, e1, g2, g3, g6, h6, h11. Investigation conclusion: the investigation and logfile analysis showed that on the day of event ((B)(6) 2024), the ventilator was powered on at 11:29:13 and ventilation started on 11:29:54. The complaint description stated the ventilator switched to standby during patient ventilation without an alarm, but it was not specified if this was an action by the user, or if the device switched on its own. The event log registered mode changes at the following times: 11:29:54 standby => spont, 11:51:28 spont => standby, 13:32:10 standby => pcv+, 13:33:36 pcv+ => standby, 13:46:37 standby => pcv+, 13:59:03 pcv+ => standby. It was not specified which switch to standby mode resulted in the patient suffocation. After the last standby, the ventilator did not switch off until 11:13:30 of the following day ((B)(6) 2024). No technical events and no technical faults were logged. According to the provided eventlog files the device works as intended. During the investigation it was shown that the front of the touchscreen was dirty and there were small cracks around the alarm lamp. The touchscreen was replaced and calibrated. During a 3-day test run no more issues with the touch function could be detected. The p&t knob encoder and the buttons on the front are also in good condition and work without any problems or dropouts. We tested all different combinations of pressing buttons and using the touchscreen. Finally, the device was tested successfully with the service software and was released back to use. Summary: the logfile analysis did not show any technical events or technical faults but the touchscreen was dirty and there were small cracks around the alarm lamp which could have impaired the functionality. What the logfile analysis did confirm is that the user switched several times between standby mode and ventilation modes. Switching from standby to a ventilation mode and vice versa requires the user to always perform 2 actions (as described in the operator's manual): the user has to press the "power/standby key" and then confirm his choice by pressing "activate standby" within a short time. It can be concluded that the several mode changes highlighted above were intentionally performed by the user. At this moment of time the device worked as intended. Following the last standby at 13:59:03 on (B)(6) 2024 the device did not switch off until the following day at 11:13:30. A definite root cause for the issue described by the user could not be established. However, the patient had to be resuscitated. Therefore, the case was assessed reportable.

Event description:
The event description according to the customer is as follows: device had switched to standby during ongoing ventilation while transporting the patient and stopped ventilation independently without an alarm. The patient required resuscitation.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: device had switched to standby during ongoing ventilation while transporting the patient and stopped ventilation independently without an alarm. The patient required resuscitation.